Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the prior to device change out procedure on (B)(6)2018, noise was noted on the right ventricular lead. The patient did not receive inappropriate high voltage therapy. It was not determined if the noise was an external noise or a lead issue. The physician elected to cap and replace the lead. The patient was stable.